Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling acoustic lens could not be determined. These conditions occur due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. The event can be prevented by following the instructions for use which state: ¿warning·do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found due to wear of lock engagement lever, the up/down knob could not be locked securely. The grip and scope cover had discoloration. The adhesive on the distal end was chipped. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of the angle wire, the play of right/left knob was out of the standard value. The adhesive bonding on the angulation rubber was cracked the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the adhesive bonding on the angulation rubber was cracked on the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found the acoustic lens was peeled. These conditions occur due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.